Event description:
It was reported that this left ventricular (lv) lead was implanted in the coronary sinus. Loss of capture (loc) and high capture thresholds were obtained. The same issue was observed in multiple branches; therefore, the lead was replaced during the procedure. No adverse patient effects were reported. It is not expected to receive this lead for analysis.